Manufacturer narrative:
Device was used for treatment, not diagnosis. The reported lot number does not correspond to the reported part number and; therefore, could not be verified. (B)(4). A review of the device history records was attempted but could not be performed because the reported lot number did not correspond to the reported part number. The investigation could not be completed; no conclusion could be drawn, as no product was received and reported lot number could not be validated. (B)(4). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Synthes manufacturing location is unknown due to invalid lot number and was corrected to default address.

Event description:
The removal of a left trochanteric fixation nail tfn system was reported due to the surgeon revising the patient to a total hip replacement. It was reported that during the explant surgery, the surgeon discovered that the nail was broken at the junction of the helical blade and the nail. The patient was originally implanted on (B)(6) 2013. Explant surgery was performed (B)(6) 2013 and the patient was transitioned to a total hip arthroplasty. Delayed healing and nonunion were observed. The surgery was successfully completed, however, it was reported that the tfn system was difficult to remove and resulted in an extended operative time of equal to or greater than 30 minutes. This report is for part number 456.308, 11.0mm ti helical blade 115mm. This report is 2 of 2 for complaint (B)(4).